Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. On the same day, the patient was hospitalized for the event. The cause of the peritonitis was unknown. Treatment for peritonitis was not reported. On an unknown date during hospitalization, the patient¿s peritoneal dialysis (pd) catheter was removed, pd therapy was discontinued and the patient was placed on hemodialysis therapy. On an unknown date, the patient recovered from the peritonitis event. Twenty days after admission to the hospital, the patient was discharged. Seventeen days later, the patient¿s pd therapy was restarted. Additional information was not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).